Event description:
A pulsar-18 t3 self-expandable stent system was selected for treatment. The stent could not be released. Despite heavily turning the wheel, no release was possible.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state the distal end of the braided shaft was located directly at the tip of the instrument and appeared not to be withdrawn at first sight. However, the stent is not crimped below braided shaft anymore and is missing. Inside the handle, the pullwire has separated from the retractable shaft. However, the retractable shaft could be moved without any resistance. At the contact point between the retractable shaft and the luer an indentation is visible, indicating that the shaft has been pulled back to the luer with force. On the fracture sites of the pullwire, a ductile tensile fracture surface is present, confirming that the wire has fractured due to a high tensile overload. Even after additional correspondence and personal visit with the local staff/physician, no further information could be obtained regarding the missing stent and the sequence of events. Review of the product release documentation confirmed that the device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. During final inspection a 100 percent visual control of the stent area is performed. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.